Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of a broken/loose cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Unrelated to the reported issue, the instrument was also found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.127¿- 0.281" in length and were not aligned with the tube axis. The instrument was also found to have one or more of the housing snaps broken. These failures are most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the tenaculum forceps (part# 470207-08/lot# n10170509 0060) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use of the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the tenaculum forceps was found to have a loose or broken cable. A similar backup da vinci instrument was used to continue with the case. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information. However, as of the date of this report, no more information has been provided.